Manufacturer narrative:
(B)(4). Concomitant medical products: van ps open intl fem-lt 62.5, cat#: 183126, lot#: j3854413. Series a pat std 31 3 peg, cat#: 184764, lot#: 545280. Biomet tibial locking bar, cat#: 141205, lot: 413140. Biomet cc cruciate tray 71 mm, cat#: 141233, lot#: j3909354. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a left knee revision procedure due to pain approximately six months post implantation. It was further reported that the patient was dissatisfied with the surgical outcome and attributes this to endotoxin levels of the polyethylene bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06845, 0001825034-2018-00137, 0001825034-2018-00138. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left knee revision procedure due to lateral knee pain approximately six months post implantation. It was further reported that the patient was dissatisfied with the surgical outcome and attributes this to endotoxin levels of the polyethylene bearing. No additional patient consequences were reported.